Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s esc had to be pressed more than once to respond, battery life had diminished and screen was harder to read due to customer¿s eye sight. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Pump passed displacement test and self test. Pump pas self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or missing segments were noted.